Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer went swimming and when they got out stated insulin pump was alarming and the battery compartment was full of water and behind the screen. Customer stated insulin pump was exposed to a high magnetic field. Customer stated o-ring was not in place. Customer stated o-ring was not free of debris. Customer stated battery cap was not damaged. Customer stated the home screen appeared on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.